Event description:
It was reported that the patient was newly implanted and was sleepy and could not be woken up. It was indicated that they were preparing to lower the concentration in the pump. No further information was obtained. The outcome of the patient was not provided. The drug delivered via pump was dilaudid.

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information was received. It was reported that the patient's drug concentration was changed from 30mg/ml to 10mg/ml. At the time of report, there was no patient injury or adverse event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #3004209178.